Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience difficulty filling multiple cartridges. Reportedly, the customer was unable to insert the needle far enough into the fill port of the cartridge in order to fill the cartridge. Blood glucose level was not impacted. Tandem technical support educated the customer in the load technique. Reportedly, a cartridge change was performed to address the issue.